Event description:
It was reported that during an unknown procedure, the device didn't work correctly. When the device was reloaded, the surgeon fired the clips, but they were not fired. Moreover the surgeon noted that the tissue, which was stapled during the first application, was partially opened.

Manufacturer narrative:
Date sent: 4/13/2009. Information anticipated, but unavailable at this time.